Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where the customer reported a leak in the seam between the blue end of the conduit and the clear end of the tube which was noted during patient infusion. There was no patient harm.

Manufacturer narrative:
The following items were provided by the customer for complaint investigation: -one used list# unknown, stopcock; lot# unknown --> one used list# unknown, extension set with filter; lot# unknown --> one used list# 142730490, plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in; lot# 14104028. --> one used list# unknown, exactamix 250ml IV bag; lot# 60565495. -one used list# unknown, 10ml syringe; lot# unknown --> one used list# unknown, extension tubing; lot# unknown.d9 - date returned to mfg: 07may2025. One photo was provided by the customer showing the location of the leak. As received, no physical damage or other anomalies observed were observed on the used device. Inspection of bond under uv light showed insufficient solvent application. The set was leak tested per specification. A leak was observed from the outgoing tube cassette junction. The complaint of leakage can be confirmed. The probable cause is due to an error in the solvent application process during manufacturing assembly. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found throughout section e. Additional contact: (B)(6).